Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 1.4cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.